Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had problems with her infusion set and had high blood glucose levels of 29 mmol/l. The customer reported that she used seven infusion sets that were leaking under the adhesive. The customer reported that the cannula perforated the skin and had no bent or kinks. The customer reported that she changes her infusion set every three days. The customer stated that the insulin pump was working fine. Troubleshooting was performed. The customer was made aware of two high blood glucose rule. Product is expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)); reservoir ((B)(4)); infusion set ((B)(4)).